Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right external iliac artery. After a 6f non-bsc introducer sheath was inserted, a 0.014 inch non-bsc guide wire was crossed the lesion. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient's body and a non-bsc balloon was advanced nad completed the procedure. There were no patient complications nor injuries reported.